Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) revised due to the device stopped working after years and was leaking again. The patient is currently in recovery. Should additional information be received a supplemental report will be submitted.